Manufacturer narrative:
(B)(4). A visual, dimensional and functional inspection was performed on the returned device. The reported inflation issue, torn material and shaft leak were confirmed. The reported physical resistance could not be tested as it was based on operational circumstances. The investigation determined that the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device and the reported treatment appears to be related to the circumstances of the procedure. In addition, it was reported that during advancement, the device met resistance and use of force was applied. The graftmaster coronary stent graft system instructions for use (IFU) states: caution: if resistance is encountered, do not force passage.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other rx graftmaster devices are being filed under separate manufacturing report numbers.

Event description:
It was reported that during the procedure to treat a heavily calcified lesion in the left anterior descending (lad) coronary artery, a perforation occurred while using a non-abbott rotational atherectomy device. An unspecified balloon was inflated to tamponade the bleeding and pericardiocentesis was performed, stabilizing hemodynamic conditions for the patient. A 2.8x16 rx graftmaster covered stent was then advanced with resistance felt, due to patient anatomy. Moderate force was applied during advancement and the graftmaster crossed to the perforation, but the balloon failed to inflate. Upon withdrawal of the graftmaster from the anatomy without difficulty, a hole was noted on the shaft (with loss of contrast), about 20 cm from the balloon. A 2nd 2.8x16 rx graftmaster was advanced, but failed to cross due to patient anatomy, despite assistance with a 2nd unspecified anchorage guide catheter. An attempt to cross was then made with a 2.8x26 rx graftmaster, but this device also failed to cross the perforation due to patient anatomy. A balloon was advanced and inflated again to tamponade the bleeding and an unspecified bare metal stent was implanted, reducing blood flow. A non-abbott 2.5mm covered stent crossed and was implanted. The lesion was crossed and the procedure was completed successfully. There were no adverse patient sequelae. No additional information was provided.